Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level and the insulin pump had motor error alarm. The customer¿s blood glucose level were 431 mg/dl and 599 mg/dl. Customer had symptom of nausea. Customer was treated with insulin pump. The insulin pump alarmed motor error during displacement test. Customer was not admitted to the hospital due to high blood glucose. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan until replacement arrived. The device will not be returned for analysis.